Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
An advocate called on behalf of her husband to report that they ran a control test with the contour® next gen meter and obtained a reading of 156 mg/dl at 9:00 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
Despite three follow-up attempts, the customer did not return the device for investigation. Therefore, an in-house testing was performed with the in-house contour® next gen meter with serial # (B)(6), in-house contour® next test strips from lot # 4gheg05a and in-house contour® next control solution from lot # 4bv2g3 in five replicates. All tests recovered within the expected control range of 112 mg/dl to 140 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter. The primary UDI # has been corrected in section d4.